Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. The file was created from the attached journal, "effect of preventive closure of the frenulum after endoscopic papillectomy: a prospective pilot study". As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This study involved 40 consecutive patients who underwent preventive closure of the frenulum by clipping just after ep. The outcome data were compared with those of the previous 40 patients in whom no preemptive closure had been performed (no-closure group). Additionally, the bleeding sites were examined. Endoscopic ultrasonography and endoscopic retrograde cholangiopancreatography were carried out to assess if the tumor arose from the duodenal mucosa and to confirm the absence of pancreatic or biliary duct involvement. The closure in our study subjects was performed just after the papillectomy was completed, before the artificial ulcer area expanded, while simultaneously paying attention to prevention of closure of the pancreatic and biliary orifice. After the procedure, guidewires were placed in both the pancreatic duct and bile duct. After confirming the absence of bleeding and perforation in the ampulla, pancreatic (a 5fr in diameter and 5 cm in length; geenen, cook medical, in, USA) and bile duct stents (a 7fr in diameter and 7cm in length: flexima, boston scientific, mt, USA) were placed to reduce the risk of post-procedural pancreatitis (pep) and post-procedure cholangitis. Removal of the pancreatic stent was planned for day 4 and that of the biliary stent was planned for around day 30. Patients were discharged on days 6 to 10 of hospitalization according to input received from the product manger and engineering, our engineering testing does not have testing to support the use of 0.025" with the geenen pancreatic stent. This user error would be considered secondary to the use of the device off-label. A definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. 40 patients were involved in this study where they underwent preventive closure of the frenulum by clipping just after ep (endoscopic papillectomy). After confirming the absence of bleeding and perforation in the ampulla, 5fr 5cm geenen pancreatic stents were placed to reduce the risk of post-procedural pancreatitis (pep) and post-procedure cholangitis. This is regarded as off label use as the device was used prophylactically. According to our clinical adviser the bleeding that occurred in 10 patients was procedure related and not a stent complication while the duodenal perforation that affected 3 patients with 2 of them requiring emergency surgery was due to endoscopic papillectomy (ep) and was not a stent related complaint. Additional clinical input received stated that the placement of the 5fr-5cm geenen pancreatic stent took place after the procedure and none of the adverse effects that occurred were caused or contributed to by the stent. Complaint is based on customer testimony. According to the information received removal of the pancreatic stent was planned for day 4 and patients were discharged on days 6 to 10 of hospitalization. According to the information reported the adverse effects that occurred were bleeding and perforation which were non stent related. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: kagawa et al 2019 (geenan pancreatic stent) ¿ ¿effect of preventive closure of the frenulum after endoscopic papillectomy: a prospective pilot study.¿ endoscopic ultrasonography and endoscopic retrograde cholangiopancreatography were carried out to assess if the tumor arose from the duodenal mucosa and to confirm the absence of pancreatic or biliary duct involvement. The closure in our study subjects was performed just after the papillectomy was completed, before the artificial ulcer area expanded, while simultaneously paying attention to prevention of closure of the pancreatic and biliary orifices. After the procedure, guidewires were placed in both the pancreatic duct and bile duct. After confirming the absence of bleeding and perforation in the ampulla, pancreatic (a 5fr in diameter and 5 cm in length; geenen, cook medical, in, USA) and bile duct stents (a 7fr in diameter and 7 cm in length; flexima, boston scientific mt, USA) were placed to reduce the risk of post-procedural pancreatitis (pep) and post-procedure cholangitis. Removal of the pancreatic stent was planned for day 4 and that of the biliary stent was planned for around day 30. Patients were discharged on days 6 to 10 of hospitalization this file is being created to capture the off label of prophylactic use of the geenen pancreatic stent.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kagawa et al 2019 (geenan pancreatic stent) ¿ ¿effect of preventive closure of the frenulum after endoscopic papillectomy: a prospective pilot study¿. Endoscopic ultrasonography and endoscopic retrograde cholangiopancreatography were carried out to assess if the tumor arose from the duodenal mucosa and to confirm the absence of pancreatic or biliary duct involvement. The closure in our study subjects was performed just after the papillectomy was completed, before the artificial ulcer area expanded, while simultaneously paying attention to prevention of closure of the pancreatic and biliary orifices. After the procedure, guidewires were placed in both the pancreatic duct and bile duct. After confirming the absence of bleeding and perforation in the ampulla, pancreatic (a 5fr in diameter and 5 cm in length; geenen, cook medical, in, USA) and bile duct stents (a 7fr in diameter and 7 cm in length; flexima, boston scientific mt, USA) were placed to reduce the risk of post-procedural pancreatitis (pep) and post-procedure cholangitis. Removal of the pancreatic stent was planned for day 4 and that of the biliary stent was planned for around day 30. Patients were discharged on days 6 to 10 of hospitalization. This file is being created to capture the off label of prophylactic use of the geenen pancreatic stent.